Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's nurse reported via phone call of a delivery alarm error from the insulin pump. The patient's blood glucose level was unknown. The nurse stated that the patient has been having issues with her pump. The nurse stated that the pump is not delivering the correct amount of bolus and it's not consistent at all with what it's programed for. The customer could not recall any significant event leading to the alarm. Customer will be sent a replacement pump.